Event description:
A 2.5 mm diameter x 14 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal circumflex lesion. Lesion morphology was reported to be non-tortuous with moderate calcification and 80% stenosis. It was reported that the stent was fully deployed at the lesion site; however, the stent delivery balloon burst at 20-22 atms. The delivery system was successfully removed. The pt is reported to be fine. (Ref MFR report # 2953200-2009-00080)

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The distal section was cut and the distal tip removed proximal to the tip seal. The distal section remaining was measured at 3.6 cm. There was blood present in the inflation lumen suggesting the presence of a leak. Negative purge could not be completed as the distal section of the device had been cut away. A short radial tear was located on the body of the balloon. Info received from the account confirmed that the stent on the balloon was successfully deployed at the target lesion. The balloon was then inflated to 20-22 atms which is 4-6 atms above rated burst pressure specified on the product label. The possibility exists that the physician may have been using the balloon to post-dilate the deployed stent resulting in damage to the balloon material, however based on the limited info received this cannot be confirmed.